Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to fail the fiber test when installed on a test fixture and therefore the fibers (parallelogram, rolling loop and clock spring) were replaced to resolve the issue. The probable root cause is due to an issue with the rolling loop, parallelogram, and clock spring fiber within the usm. This issue can be resolved by having the fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered error on the universal surgical manipulator (usm)4. The tse reviewed the system error logs, and confirmed the occurrence of error 32097. The tse advised the user to complete a hard reboot on the system when possible. The user called back to report that the error persisted after the system power cycle. The tse informed the user that they could still use the system as a 3-arm configuration if needed. The user disabled the usm4, and continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that to resolve the issue, the system was rebooted, but the error persisted after the power cycle. The procedure was continued using a 3-arm configuration, with arm 4 disabled. The remaining 3 usms were utilized, and there was no known impact or consequence to the patient. The surgeon did disable or discontinue the use of the arm due to the issue. Although the system log review indicated that the procedure was completed robotically using all 4 arms, the reporter explained that the procedure was actually completed using only 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.